Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 25. Then, the customer received a minimum fill message when reloading the cartridge. Reportedly, the cartridge was filled with 150 units of insulin. It was reported that the customer's blood glucose (bg) meter registered a "high" reading, however the exact value was not provided. The customer delivered a manual injection to address bg level. The customer was able to load a new cartridge successfully and resumed insulin delivery.